Event description:
Home patient (hp) reported to operational service representative (osr) that they forgot to connect the 15l drain bag to the drain line of the homechoice set before advancing to the prime stage of the treatment. Hp had all clamps open ready to prime, and as a result of forgetting to connect the drain bag, solution squirted out the drain line all over the organizer. After noting the solution coming out of the drain line, hp rushed in getting the drain bag connected to the drain line, to stop the solution from squirting out. Hp then continued treatment with that setup. Per hp, no patient injury or medical intervention was associated with this incident. Hp's spouse (responsible for setting up supplies) and hp was reinstructed on their pre-treatment techniques, as well as the correct procedure to follow if they should ever happen to find themsleves in this position again.